Event description:
A complaint was received regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm, that experienced a hole in the tubing. The initial report, "the product was defective, it had a hole. A sample is available for evaluation. There was a 9-year-old male patient with initials (B)(6) involved. However, there was no harm as result of this event. It was reported that the product was not used more than once, and the event occurred during use of the product. The classification of the suspicion of adverse event was indicated by the reporter as light, and the probable cause was indicated by the customer report as bad quality.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2016. The device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Corrected information can be found in h6 investigation findings codes and h6 investigation conclusions code.

Manufacturer narrative:
Received one used list #14001-32, primary plum set for evaluation. The set was examined under uv light and the tube was not bonded concentrically with the outlet on the cassette. No damage or other anomalies were observed. Leakage was observed from the outlet on the cassette. The complaint of hole can be confirmed. The probable cause is due to a manual bonding error during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 and e4 - initial report sent to FDA.